Manufacturer narrative:
The device was not returned. The hospital did not know the lot number. Without a lot number a batch file review was not possible. Without the physical device, the fault could not be determined.

Event description:
Nurse reported that while checking blood sugars on (B)(6) 2019, she noticed that the lancets were not retracting. When she reached to pick up the lancet, the needle was still exposed. If she had not noticed it would have caused a needle stick, but she was careful not to stick herself.